Event description:
It was reported while using bd luer-lok¿ syringe 20 ml bulk sterile pharmacy convenience tray the plunger rod was damaged. There was no report of patient impact. The following information was provided by the initial reporter: complaint of a broken syringe found in a tray, item 305617, lot 2355899.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.6. Investigation summary: it was reported a broken syringe was found in a tray. To aid in the investigation, one sample with a packaging tray top web and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the plunger rod has damage to one the ribs. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number (B)(4), lot 2355899. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria. Additional device histories were reviewed for each batch of syringes used in the manufacturing of this tray. The review revealed there were no related quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied specification requirements. The sample will be shown to associates for awareness. H3 other text : see h.10.